Event description:
Patient cut her toe on one of the hooks on the pump that hangs on the end of the tri-flex bariatric bed. Pump was taken off the end of the bed and placed on the floor at the end of the bed. Upon inspection, the hook was missing a small piece of rubber overlay which subsequently left the metal exposed. Manufacturer response for bariatric bed, triflex (per site reporter). Notified hill-rom to change bed as it is a rental bed.